Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the top rear label was missing. Functional testing involved accuracy testing and showed the pump to be within manufacturing specification of +/-6%. The investigation did find during testing that the pump's delivery was slightly positive and the expulsor was trimmed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "+7.1%." No adverse effects were reported.